Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the device was leaking grease. No further investigation was available surrounding this event.